Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead exhibited low impedance measurements and had an insulation damage. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation damage and low pacing impedance were not confirmed. A complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.